Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer complaint alleges "the tubing has an air leak which is not good when our patients are on the vent". Usage of the device, at the time the alleged defect was detected, is unknown. No patient harm reported.

Manufacturer narrative:
(B)(4). One (1) 1613 ventilator tubing set, long length was returned for investigation. This circuit is a representative sample and was received in the original shipping bag. A visual inspection was performed to examine the sample for any signs of abuse/misuse/damage. None were noted. The dual limb 1613 ventilator tubing set, long length was setup for leak test on a lab leak tester. Per iso standard 5367 annex e, the ventilator tubing set was tested at 60 +/- 3 cmh2o of pressure with incoming equipment pressure set a 30 psi. The acceptable leak value is = 30 ml/min. The actual ml/min pressure recorded at test was 17 ml/min. The device history record of batch number 74g1800986 that belongs to catalog number 1613 has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to specifications. Based on the investigation performed, the reported complaint was confirmed. The 1613 ventilator tubing set does leak, but well within the established iso acceptable parameters. No further action required.

Event description:
Customer complaint alleges "the tubing has an air leak which is not good when our patients are on the vent." Usage of the device, at the time the alleged defect was detected, is unknown. No patient harm reported.